Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that oversensing of noise was observed on the right ventricular (rv) channel. Surgical intervention was performed and the physician noted an abrasion in the insulation of the rv lead near the proximal end which was thought to have been caused by rubbing against the patient's implantable cardioverter defibrillator (ICD). Blood was seen inside the lead body. The rv lead and ICD were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed an insulation abrasion through to the conductors approximately six centimeters from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of contact with the device case. The reported clinical observations were likely the result of the lead damage observed by the laboratory.